Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawers 1.1 and 1.2 were not responding and was unable to recover. A field service engineer (fse) responded to a customer report that auxiliary drawers 1.1 and 1.2 failed to open and would not release. The fse verified the malfunction and, after performing several troubleshooting steps, identified that the retractor bands were causing the issue. The retractor bands were replaced, a successful functionality test was completed, and the station was rebooted. The repair was then verified in the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers were failed to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.